Event description:
Related manufacturer reference number: 2017865-2022-03878. It was reported that the patient presented for implant procedure. During the procedure, after connecting the to be implanted right ventricle lead to the to be implanted pacemaker, the setscrew could not be loosened from the header of the pacemaker and the right ventricle lead could not be disconnected from the header of the pacemaker. The pacemaker and right ventricle lead were both replaced during the implant procedure on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of unable remove lead from the header was not confirmed. As received, a complete lead was returned in two pieces. Lead dimensions were within specification with the exception of the connector boot being damaged during the removal of the lead. Electrical tests and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except fot the procedural damage. Connector pin was inserted in and out of the device with no restrictions noted.